Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain /chronic pain"), abdominal pain ("abdominal pain /chronic pain"), dysmenorrhoea ("dysmenorrhea") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results of confirmation- test bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident. Events added- device dislocation, abdominal pain, dysmenorrhea, genital bleeding, mental disorder. Reporter added, patient demographic added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2018, amphetamine abuse on (B)(6) 2018 and ectopic pregnancy. Concomitant products included ciprofloxacin, hydroxyzine, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids since (B)(6) 2008, omeprazole (omeprazol), ondansetron, quetiapine and terazosin hydrochloride (prozosin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device expulsion ("migration/migration of essure device: uterus"), pelvic pain ("physical pain /chronic pain"), dysmenorrhoea ("dysmennorhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety/mental anguish"), migraine ("migraine headaches") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain /chronic pain"), psychological trauma ("psych injury") and bipolar disorder ("bipolar disorder"). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, bipolar disorder, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2009: left tube occluded; on (B)(6) 2009: results of confirmation- test bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and medical record received: this case was downgraded from incident to other event as event verbatim was updated as migration/migration of essure device: uterus and event pt was updated to device expulsion. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, anxiety/mental anguish, bipolar disorder, migraine headaches and nausea. Reporter information, patient details, other relevant history, lab data and concomitant drugs were added.